Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic surgery wedge resection, once the reload was loaded it showed the excessive tissue error message even when there was no tissue in the jaws. The stapler able to fire and the staple line was incomplete. Another reload was used to fix the staple line. The jaws of the device locked on the tissue and the instrument were removed by opening the device. The reload had to be thrown away to complete the case. There was no patient injury.